Event description:
Boston scientific crm received information that the right atrial (ra) lead dislodged one week post implant. The dislodgment was confirmed via x-ray. A revision procedure was performed and the lead was successfully repositioned. The ra lead remains implanted in the patient. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.